Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems.

Event description:
Note: this report pertains to the third of four sensation snares used during the same procedure. It was reported to boston scientific corporation that a sensation snares was used in the colon during a colonoscopy procedure performed on (B)(6) 2026. It was reported that the snare was unable to cut due to handle breakage. A third sensation snares was used; however, the same problem happened. The procedure was completed with another sensation snares. There were no patient complications reported as a result of this event.